Event description:
During a meniscal repair procedure, it was reported that both anchors deployed at the same time. Backup devices were available to complete the procedure. No patient injury or complications took place. Additional information received on 08/07/2013 stating, "when firing the device both implants extended past the end instead of firing one at a time. When pulling back one implant was in place and the 2nd left in the joint. The physician had to remove the 2nd t and start over. This happened with two different devices. The case was completed using several other fast-fix devices that did deploy as designed". Additional information received on 08/12/2013 confirming that both ts were removed.

Manufacturer narrative:
Product not returned to manufacturer. Evaluation, method, result - device not returned for evaluation. Product evaluation: examination was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).